Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the endoeye flex 3d deflectable videoscope exhibited error code b30 and was unable to receive three dimensional images. The issue occurred during receipt inspection of the device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, malfunction most likely occurred due to broken circuit board in connector. As cause of the breakage, since defect was confirmed at connector, irregular stress may have applied to the circuit board by applying external stress such as hitting, etc. While the user was handling the device. However, we could not specify the cause of the event and a root cause could not be established. The events can be detected and prevented in accordance with the following sections of the instructions for use: "IFU states the detection method in ltf-190-10-3d operation manual chapter 3 preparation and inspection:3.6 inspection of the endoscopic system: inspection of the endoscopic image." Olympus will continue to monitor the field performance of this device.